Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy cutter did not work at all in any cut rate and only aspiration was available during vitrectomy surgery. The surgery was completed on same day by using another procedure pak. There was no information about patient impact.